Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure - no information from the hospital. Date of initial surgical procedure?. No information from the hospital. The procedure of diaphragmatic hernia repair was (B)(6) 2017. The diagnosis and indication for the initial surgical procedure? No information from the hospital. What were current symptoms following the index surgical procedure? Onset date? The patient recovered and discharged from the hospital. Other relevant patient history/concomitant medications? No information from the hospital. What is physician¿s opinion as to the etiology of or contributing factors to this event? Dr. Said that the area of mesh fixed was near the capsula cordis and thought the strap might be the cause of cardiac tamponade result from checking our IFU was checked after the procedure. In what way does the surgeon believe there was a deficiency with the securestrap that caused the cardiac tamponade? Dr. Thought the securestrap caused the cardiac tamponade, because the area of mesh fixed was near the capsula cordis. What is the patient's current status? The patient recovered and discharged from the hospital.

Event description:
It was reported that the patient underwent diaphragmatic hernia repair on (B)(6) 2017 and absorbable straps were used. The patient experienced cardiac tamponade and went into shock 8 days after the procedure. The device was used in a circle to stabilize the mesh. Drainage was performed and the patient¿s condition was stabilized. The physician reported that care was taken not to deploy the strap too deeply. The physician opined the device caused the cardiac tamponade, because the area of mesh fixed was near the capsula cordis. The patient was taking an anticoagulant. The patient has been released from the hospital and the patient will be followed up after 3 months, 6 months, and one year. No additional information was provided.